Manufacturer narrative:
H.6. Investigation summary: customer returned (4) open 4mm, 32g pen needles without the tear drop label. Customer states that no medication flowed during injection and when pen needle was removed, the non patient is bent or missing. All returned pen needles were examined and 3 out of 4 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula and clog). Bd was not able to duplicate or confirm the customer¿s indicated failure (missing non patient end of the cannula). Root cause user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. When the pen needle was removed it was noticed that the cannula was missing. The following information was provided by the initial reporter: material no. 320122; batch no. 9281225. It was reported that no medication flowed during injection. When pen needle was removed, the non patient is bent or missing. Verbatim: consumer stated, when taking injection, no medication flowed. Stated, she removed the pen needle only to discover the non patient end is bent or sometimes missing. Stated, does not over tighten. Stated, its happened a few times from this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during injection. When the pen needle was removed it was noticed that the cannula was missing. The following information was provided by the initial reporter: material no. 320122, batch no. 9281225. It was reported that no medication flowed during injection. When pen needle was removed, the non patient is bent or missing. Verbatim: consumer stated, when taking injection, no medication flowed. Stated, she removed the pen needle only to discover the non patient end is bent or sometimes missing. Stated, does not over tighten. Stated, its happened a few times from this box.